Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR report#: 1627487-2018-04584. Additional information obtained identified the patient's drg system consists of two leads. The second has been added to this report as a new device (device 2).

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2018-04584. Additional information revealed the patient underwent surgical intervention wherein the system was explanted.